Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. The doctor prescribed anti-inflammatory and symptomatic treatment with cephalosporin. At 14:00, the nurse on duty placed an indwelling needle on the patient. After the indwelling needle was successfully placed, blood flowed out from the eye of the indwelling needle. The nurse on duty removed the indwelling needle, comforted the patient, and re-inserted the indwelling needle. The nurse used physiological saline to flush the indwelling needle to find out the cause and found that there was liquid flowing out from the connection of the indwelling needle hose. In january 2024, our hospital purchased a total of (B)(4) closed intravenous indwelling needles from this batch, and so far, a total of 1 case of the above-mentioned adverse events has occurred.

Manufacturer narrative:
1. The customer returned 3 photos, no defective sample. The photos show that the catheter is leaking, the leakage site is about 3mm away from the small end of the catheter hub, the sku is 383033, the batch code is 3234465. 2. DHR/bhr review lot#3234465 1-this batch of products were assembled at intima ii auto line 2 in october 2023, and packaged at r240 package line in october 2023. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. Please see attachment for the test report. 4. The leakage of the catheter can be detected during the exhausting process prior to the puncture. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: the returned photos show the leakage of the catheter about 3mm away from the small end of the catheter hub. The root cause of this defect cannot be confirmed because no abnormality is found on process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and the specific damage status of the catheter cannot be identified.

Event description:
No additional information provided.